Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt failed incoming testing. The cause for the failure was isolated to open red (can h) and orange (+5v) wires in the trunk cable connector. The root cause for the open wires could not be positively identified but was likely excessive force on the trunk cable connector. No adverse event resulted from the open wires. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient called zoll customer support to report that his belt connector had exposed wires. The patient was issued a replacement electrode belt.